Event description:
The customer reported that when the power switch is in the "off" position the alarm is still on. As the alarm is switched to the "off" position, the alarm will sound when pressure is off the pad. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product found that the nurse call light turns off intermittently at the nurse call test fixture when the nurse call cable is wiggled. The rj-11 pins inside the sensor receptacle are corroded. Note: the instructions for use has a warning statement: the posey keepsafe deluxe is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly. Remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or the pir sensor is activated. (B)(4).